Event description:
During pta of a 90% occluded lesion in the superficial femoral artery with mild calcification and moderate vessel tortuousity, there was difficulty advancing an 8x150cm smart control stent and the stent started to be released. It was retrieved from the patient. There was no reported patient injury. The access site was unknown. The stent was delivered to the lesion, but there was difficulty advancing it through the aorta. There was heavy tortuosity at his aorta, so the smart control stent couldn¿t pass through the aorta smoothly during advancement to the lesion. The physician pushed the sds to advance further, but the stent of the started to be released. Therefore, before reaching the lesion, it was retrieved from the patient without stent placement. Instead, a different stent (non cordis) was placed at the lesion. The procedure was finished successfully. The smart control locking pin was in place during advancement towards the lesion but the locking pin was not removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. The product will not be returned for analysis.

Manufacturer narrative:
Difficulty was encountered while advancing the smart sds to a 90% occluded lesion in the superficial femoral artery with mild calcification and moderate vessel tortuosity, and the stent started to release. The sds was retrieved from the patient with no reported patient injury. There was heavy tortuosity at his aorta and the smart control stent was unable to pass through the aorta smoothly. The physician pushed the sds to advance it further, but the stent started to release. Therefore, before reaching the lesion, it was retrieved from the patient without stent placement. The l locking pin was in place during advancement towards the lesion and had not been removed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15894269 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.